Manufacturer narrative:
Concomitant medical products: product ID 39565-65, lot# va0lmxx016, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 97791, lot# n502891, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
The device manufacturer's representative (rep) stated that the patient reported since (B)(6) 2015 they are experiencing soreness and warmth at the generator implant site at all times the implantable neurostimulator (ins) was turned on. The patient correlated it to a stimulation adjustment with a device manufacturer's representative (rep). The ins was reprogrammed on (B)(6) 2015. It was unknown if the issue resolved. At the time of this report the patient was alive with no injuries. There was no surgical intervention that was planned or that occurred as a result. Additional information received stated the new programming "is better for tailbone, (B)(6) pre hd works better for leg but still requires a much higher voltage to get an effect. Battery still runs hot. I haven't called customer services yet. Will let you know when I do." The rep noted there was "definitely difference when off, not hot then. I can't run the hd at all because of the heat." If any additional information is received, a supplemental report will be submitted.